Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the facility. The complaint could not be confirmed, and the event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open during treatment of an unruptured, saccular aneurysm in the left ophthalmic internal carotid artery. The vessel was minimally tortuous. Heparinized saline was used to flush the microcatheter during the procedure. The pipeline flex was navigated to the treatment site without friction. At deployment, the pipeline flex did not open well distally or medially. The pipeline flex was resheathed and re-deployed twice, but still would not open. The physician also wagged the device, but it still did not open. The pipeline flex was pulled back through the microcatheter and discarded. A different pipeline of the same size was implanted successfully. There was no report of patient injury. Patient is currently fine.